Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to elevated metal ion levels. During the procedure, an irrigation was performed and the surgeon noted metallosis within the joint.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported